Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 595 mg/dl with moderate urinary ketones, nausea and polyuria. The patient¿s health care provider was consulted and instructed the patient to discontinue insulin pump therapy and provide insulin via syringe injection and increase oral fluid intake. On this plan, the patient blood glucose reported decreased within 24 hours and the patient resumes insulin pump therapy at that time. The reporter alleged a lot of air bubbles in the insulin cartridge. Troubleshooting performed by animas customer support revealed the patient was using insulin cartridges that had expired in 2015 and was filling the syringes with insulin from an insulin pen rather than filling from a vial of insulin, which constitutes a training/misuse issue. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse of product.